Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reports passing out at home. The patient wanted to know what the device monitoring interrogation showed during the reported episode. The patient was referred to their clinic for further information. The field representative is aware of the situation. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.